Manufacturer narrative:
The down arrow on the insulin pump didn't respond due to flattened button dome switch. Lost sensor alarm and changed alarm weren't verified due to the button being unresponsive. The device was received with the following cosmetic damage: scratched display window, cracked window corners, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump was having issue communicating with the transmitter. Customer stated the blood glucose readings were not being read by the device for about six days. Customer's blood glucose wasn't provided, but he did state it had been high without reason. Customer stated due to the issue reoccurring he changed the insulin pump and believes the issues might be with the bluetooth (transmission). The customer returned the device for analysis.